Event description:
Information identified in the manufacture¿s data base that indicated the patient died approximately 3 months post the implant of the implantable cardioverter defibrillator (ICD) and 10 years following the implant of the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: d284trk implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013; 694765 implantable tachy lead, implanted: (B)(6) 2003; 419388 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).